Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therfore cause of event cannot be determined. Product with multiple part/lot numbers were implanted during the procedure including: part: (B)(4), lot: 25ah. Part: (B)(4), lot: h5192164. Part: (B)(4), lot: 95aj. Although it is unknown whether these products contributed to the event, we are filing this report for notification purposes.

Event description:
Type of approach: olif levels implanted: l2-l5 it was reported that on (B)(6) 2015, the patient underwent olif surgery at l2-5 levels for degenerative scoliosis. During surgery, ureteral injury occurred. The patient was moved to other hospital due to the injury. The devices were used in the patient.two-stage psf was planned on (B)(6) 2015, but the detail was unknown as the patient was transferred to other hospital. The surgeon commented that psf may be conducted if the patient returned from hospital. No product problem was reported .